Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The pre-analytical handling of the sample is the most likely root cause.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field, age at time of event, was provided as "(B)(6)" and date of birth was provided as (B)(6) 1929. A clarification has been requested, since a date of birth of (B)(6) 1929 would place the patient at (B)(6) at the time of the event.

Event description:
The customer reported that they received erroneous results for two patient samples tested for ldl-cholesterol plus 2nd generation (ldl). The first sample initially resulted as 366.7 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 171.3 mg/dl. The second sample initially resulted as 267.4 mg/dl on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated, resulting as 168.7 mg/dl. The sample was repeated a second time, resulting as 173.2 mg/dl. The patients were not adversely affected. The ldl reagent lot number was 609280. The reagent expiration date was asked for, but not provided. It was stated that previously, it was found that the customer was using expired reagent to run a sample on (B)(6) 2015. No additional data was provided. The field service representative changed probes and syringe seals. The syringe valves were checked and no problems were found.